Manufacturer narrative:
Continuation of d10: dtba1d1 crtd implanted: (B)(6) 2017, 5071-35 lead implanted: (B)(6) 2007, 5568-45 lead implanted: (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced palpitations. The right ventricular (rv) lead appeared to exhibit intermittent oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead exhibited additional oversensing. It was also noted that rv lead exhibited undersensing and oversensing after ventricular arrythmia detection. This ventricular undersensing and oversensing did not appear to impact the device function or performance. Additionally, it was noted that the rv lead was oversensing/double counting of true ventricular arrhythmia resulting in earlier detection of ventricular fibrillation (vf) classification due to combined count.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.